Manufacturer narrative:
Concomtiant medical products: d224trk ICD implanted: (B)(6) 2012.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise and was possibly fractured. A lead integrity alert (lia) triggered for short v-v intervals and non-sustained ventricular tachycardia episodes. Detections were turned off and the lead was subsequently capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.